Event description:
It was reported that the patient was continuing to have abdominal pain and episodes of vomiting that required hospitalizations and emergency room visits. The pre-operative diagnosis was gastroparesis with a history of "failed" gastric pacemaker. Pain was the patient's dominant symptom and this led to narcotic pain medications to try and gain some relief. The narcotic therapy undermined or interfered with gastrointestinal mobility and specifically gastric motility. Glucose control also suffered from this series of problems. The device reportedly "could not overcome all of this;" the patient always stated that the device had helped perhaps 25-33%, but even with adding a jejunostomy feeding tube (j-tube) and minimizing oral food intake she felt nauseated and could not overcome vomiting induced by the pain and the need for her to be admitted for better control. It was noted that the patient presented to the healthcare provider for elective total gastrectomy after "failing gastric pacemaker placements." Surgeries included exploratory laparotomy and total gastrectomy with roux-en-y esophogagojenjunostomy. The device system was also explanted. Numerous adhesions were found along the previous scar and over the liver and were lysed using electrocautery. Adhesions of the small bowel were also lysed when the j-tube was removed and the previous jejunal loop of bowel that was attached to the j-tube site was resected and anastomosed to the remaining small bowel. The event ended on (B)(6) 2003 as the patient recovered from event with therapeutic action. Further follow-up is being conducted to obtain more information regarding any product issues. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).